Event description:
It was reported that the patient underwent primary surgery on (B)(6), 2024. In (B)(6) 2025, the ceramic liner was found to be fractured, causing inconvenience to the patient's movement. Currently the patient is waiting for second surgery.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added : b5, h6 medical device problem code. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Event description:
Additional information was received and states that: in (B)(6) 2025 (the specific date was unknown), the patient developed hip joint abnormal sound and mobility difficulty after squatting for half an hour in the bathroom, and then went to the hospital for treatment. The x-ray examination found that the implanted ceramic liner was fractured. The patient was in stable condition now and was waiting for the second surgery. No subsequent adverse events were reported.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary no device associated with this report was received for examination. According to the information received,¿ liner breakage post-op. It was reported that the patient underwent surgery and was implanted the device on (B)(6) 2024. In (B)(6) 2025., the ceramic liner was found to be fractured, causing inconvenience to the patient's movement. Currently the patient is waiting for second surgery.¿ product description:- delta cer insert 32id x 48od product code:- 121882748 lot no:- 4350597 quantity of manufactured:- (B)(4) date of manufacturing:- jan-2024 expiry date:- dec-2028. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot product description: - delta cer insert 32id x 48od product code:- 121882748 lot no:- 4350597 quantity of manufactured:- (B)(4) date of manufacturing:- jan-2024 expiry date:- dec-2028. A manufacturing record evaluation was performed for the finished device, and no non-conformances / manufacturing irregularities were identified. H11 additional narrative: added: d10.